Event description:
It was reported by service report that the tires are very worn and that the fowler bracket was cracked. There was pt involvement and there was an injury of a caregiver from raising and lowering the cot.

Manufacturer narrative:
Wheels, fowler bracket.